Event description:
A customer contacted beckman coulter (bec) to report a contained diluent leak in a unicel dxh 800 coulter cellular analysis system. The customer reported obtaining cbc module not able to proceed error messages on the instrument. The customer also later discovered "solenoid is disconnected" and "buffer feeder" errors on the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye goggles and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and reported that the cbc module did not initialize due to migration of fluid (isoton) from the o-rings onto mf330 causing solenoid vl327 to short circuit. Mf330 carries diluent/cleaner and incorporates four solenoids: vl327, vl3312, vl332, and vl333. Vl327 is a 2-way solenoid valve which carries buffer to vacuum chamber vc330. The fse replaced solenoid vl327, as well as vl331 and vl332 as preventative maintenance because they were also wet. The fse also stated that the instrument was not functional due to the distribution valve not working. The fse removed and cleaned the distribution valve which corrected the instrument errors and the instrument was verified as operational. The cbc module being unable to initialize was the root cause of the "solenoid is disconnected" and "buffer feeder" errors. The cause of this issue is attributed to a leak on mf330 and a malfunctioning distribution valve. (B)(4).